Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and since the pump was out of warranty, the caller expressed interest in obtaining an out-of-warranty loaner pump.